Event description:
Customer reports that, he obtained results of 274 mg/dl and 136 mg/dl within 1 minute on the same device. Customer reports changing to a different vial of strips before performing the test that resulted in 136mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip info for vial that produced result of 136 mg/dl: 549066, 4388208001, in 2007.